Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system would not cross the lesion. During removal, the stent separated from the delivery system and was retrieved with a snare device. Another device was used to complete the procedure. Reportedly, no pt injury was associated with this event.